Event description:
It was reported the patient with this implantable cardioverter defibrillator (ICD) device exhibited beeping tones and high out of range impedance measurements, measuring greater than 129 ohms on right ventricular (rv) channel. Upon review, there was a gradual rise in the impedance measurements. There was no noise noted. Technical services (ts) suspected to be calcification issue. The plan was to continue monitoring. This device remains in service. No adverse patient effects were reported.